Event description:
Prior to a surgical case on the operating room, a fiberoptic cord was placed in a stryker x8000 light source and the unit placed in standby. The fiberoptic cord was then placed on a surgical towel.a short period later, the scrub nurse noted that the light source had "turned on by itself" and there was a burn mark on the surgical towel. The x8000 was unplugged and removed from the room without further incident.====== reporter response ======reporter indicated they did not have problems with the aggressive serrated cutter before. The cutter did not spin when connected. Operator error was not discarded as a possibility. The problem was narrowed to the aggressive serrated cutter only. No observable manufacturing problem was noted on the device or the accessories.